Event description:
Consumer reports malfunction. Motor caught fire as it was plugged into the wall. No injury associated with malfunction.

Manufacturer narrative:
(B)(6). The handle and charger were made at the following location. (B)(4). Additional information: method and results: the device was returned on (B)(6) 2012 and it is currently undergoing evaluation. Upon completion, we will submit a follow-up report with the evaluation report. Evaluation in progress.